Event description:
It was reported that the generator was replaced prophylactically and the generator was discarded following surgery.

Event description:
It was reported that the patient was experiencing difficulty breathing which the patient attributed to her vns device. The patient felt that the vns stimulation was suffocating her. Chest x-rays were reviewed by the physician who did not observe any anomalies. The physician decided to refer the patient for a vns generator replacement due to the breathing difficulties and the length of the implant. No additional relevant information has been received to date. No surgical interventions are known to have occurred to date.

Event description:
Further information was received from the physician which clarified that the surgery was not occurring due to the shortness of breath. However it was reported that the patient believed her shortness of breath was due to the vns.